Manufacturer narrative:
Eval: the potential field age of the device is 13.5 years and used in an unk number of surgeries. The fracture of the spike may be attributed to several factors, some of which may include: the absence of a radius at the base of the spike, off-axis impaction, and/or degradation of the material properties due to age and use. Given the age of the device, it is likely the instrument has exceeded its useful life. Eval: review of the device as received found the longest spike fractured away, which was not returned. The hardness of the device was tested and found to be within specification at r/c 43. The device history records were reviewed for the instrument, indicating the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that one of the spikes on the spike arm broke off during the case.